Event description:
It was reported the pt had a non-ruptured basilar artery aneurysm and vasculature that the catheter could not be introduced through the opposite vertebral artery. During procedure, the physician placed a hyperform balloon catheter near the basilar artery through the right vertebral artery. Because of the guidewire positioning, the right vertebral artery became weaving like accordion and contrast could not be injected. The physician then decides to change the guidewire with a silverspeed guidewire. During the guidewire exchange, the x-pedion guidewire (provided with the balloon system) was removed, but the silverspeed guidewire could not be inserted into the catheter. The physician then pulled the balloon catheter back proximal to the basilar artery for priming and flush. At this point, contrast was observed not exiting out the catheter's tip. The balloon was inflated and the basilar artery ruptured. The catheter was removed from the pt. Another hyperform balloon was used to help control the bleed and the physician embolized the basilar artery with coils. It was reported the pt vertebral artery was not filing, and the pt had brain death. The physician then tried to deflate the balloon, but could not even after the guidewire was removed. Afterward, the catheter was cut at the proximal shaft and the remaining was left inside the pt. A few days later, the pt expired. Same event as MDR# 2029214-2010-00173.

Manufacturer narrative:
The device will not be returned for eval as it remained in the pt. (B)(4)